Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing dizziness. Upon device interrogation it was discovered that oversensing noise on right ventricular (rv) lead. Patient is pacer dependent and was symptomatic to the inhibition. The patient was admitted to the hospital. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.